Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customers blood glucose (bg) was 256 mg/dl. Reportedly, the customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.